Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 475cc mentor saline smooth round moderate plus profile implant, catalog #3502475, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation procedure with 475cc mentor saline smooth round moderate plus profile implants in (B)(6) 2014 began experiencing symptoms in (B)(6) 2014. The patient reported that in (B)(6) 2015, she developed a rash on her right areola with yellow discharge. The physician thought it was paget's disease. About a month later, the patient began experiencing these symptoms on her left breast. The patient reported the rash is all over her body; hands, face, nipples, hips, thighs, back, etc. She has flare ups, and at times it is worse than other times. Certain areas of her body have more of a raised rash like her hips (3-4 cm raised), hands and nipples. The patient uses steroid cream for treatment. The patient had several tests done and they all came back negative or inconclusive. Her bloodwork is normal with exception to a constant raised eosinophil level and fsh levels of a (B)(6) woman. After seeing the dermatologist and having several biopsies done from several areas of her body, they determined it was allergic contact dermatitis, however allergen is unknown. The patient reported she didn¿t get tested for a silicone allergy. The patient reported testing showed she¿s allergic to ragweed and cats, but she is nowhere near those triggers. The patient also reported joint pain, inability to lose weight, a constant inflammatory response, chronic fatigue, and brain fog. The patient had a mammogram and ultrasound done which shows bilateral baker grade iii capsular contracture and a pocket of fluid above her implant near the nipple in the left breast. No testing was completed on this fluid. There is no known device issue such as rupture. The patient is looking to explant but has not yet booked the procedure. (See 1645337-2018-04736 for contralateral prosthesis report).

Manufacturer narrative:
Additional information was received on 11/28/2018. The devices were explanted without replacement on (B)(6) 2018. The prostheses weighed 575ccs when measured after explant. The patient has stated that her condition has improved since explantation. (B)(4).

Manufacturer narrative:
The device history record (DHR) for the lot number 6829048 was reviewed on 8/21/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/7/2018. The explant date has been updated from (B)(6) 2018 to (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 20, 2020. The event date has been updated to (B)(6) 2014. This event had been reported to the FDA under mw5095897. It was noted that the patient's rash was treated with chemotherapy. After the devices were removed, they were stated to have been inspected and no issues were noted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 2/8/2019. The patient reported she was prescribed chemotherapy as a last resort treatment for her skin issues in (B)(6) 2018, despite having no malignancy diagnosed. Per patient, the chemotherapy did not help. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 20, 2021. The implant date was clarified to be (B)(6) 2014. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 4/17/2019. The explant date has been updated back to 11/16/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The supplemental report submitted on 12/4/2018 erroneously listed the due date of 12/28/2019. The additional information contained in that report was received on 11/28/2018. The correct due date was 12/28/2018. Additional information was received on 12/3/2018. The patient's pathology report came back negative. Manufacturer¿s reference number: (B)(4).